Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro device would not turn off when the activation toggle was activated. The jaws were red hot and started overheating. The device's cord was immediately unplugged. The hospital used a second hemopro device, successfully completed the case. No patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.